Event description:
Shock impedance reported out of range on hm. Shock impedance trend shows drop in impedance before steadily increasing. Lead to be evaluated further. Lead currently remains implanted.

Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn at this time. No additional information is available at the moment. The file is closed. The investigation will be re-opened should additional data become available.